Event description:
Our affiliate reports that during an arthroscopic knee procedure, a portion of the distal tip of a modular hex driver broke off into the intrafix screw and remains therein within the body. The fragment was not able to be retrieved, however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.